Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: b5, d1, g1(contact person), h6 (medical device ¿ problem code), h10. The customer canceled the service call after discovering that the main power switch had been placed in the off position, which led to the unit powering off while on battery which had not been fully charged. The customer fully charged the batteries and also ran the pump overnight without incident.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) kept shutting down. It is unknown under which circumstances the event reported occurred; however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Customer canceled the service call after discovering that the main power switch had been placed on the off position, which led to the unit powering off while on battery which had not been fully charged. The customer fully charged the batteries and also ran the pump overnight without incident. This event is solely the result of user error with no other performance issue. Additionally there has been no device-related death or serious injury. The full event site name is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) kept shutting down. There was no patient involvement, and no adverse event reported.